Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet bionic pancreas had an unresponsive touchscreen following multiple drops, with visible screen cracks, and the device could not be operated or updated via the device interface though data had been synced via the mobile app. Symptoms included no injury. Outcomes included a replacement device shipment without medical intervention or hospitalization. Customer care provided support that included technical support troubleshooting and logistics review for replacement and return. Investigation of this case revealed physical damage to the display consistent with user-reported drops and resultant loss of touch functionality. It was concluded that the device failure was due to physical damage to the screen, not a manufacturing or software malfunction.